Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event ¿probe performance - system¿ is not to be considered a reportable malfunction because a serious injury has not occurred, and it is not likely that a recurrence would result in serious injury. The system is equipped with two ports which allows for a backup option to continue with surgery with no impact to the patient. No further reports will be scheduled under mfg report num. 2028159-2025-00287. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic system had poor light quality and light intensity for laser was low. Procedure details and patient impact have not been provided.